Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colon polypectomy procedure, while using the single use ligating device, it appears it was temporarily held, causing the distal end unable to be removed. Therefore, it was reported that the procedure was terminated by cutting off the distal end. Regarding the temporary holding, according to the initiating requestor, the slider should really be butted up against the handle section, but if it is not, the slider is pulled in while temporarily held in place (temporarily held with a sheath) in a state where the slider was protruding forward. So it became difficult to remove due to the malfunction. No serious injury/no adverse patient effects. Procedure subsequently completed. There were no further reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.